Event description:
Patient was admitted toicu. Patient very confused and combative. Quick release wrist restraints applied. Patient constantly rubbing wrist on sheets causing restraints to curl; acted as a tourniquet type restriction toleft hand. Materiel management notified. Technol notified. Mfg. Rep. Came 6/8/92. Made report to mfg. Patient had vascular injury to left handdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.